Event description:
Pt was to receive vancomycin 645mg/250ml normal saline to be given IV via permacath over 2.5 hrs via intermate elastomeric pump. A 250mg per hr pump was selected and delivered to the pt. Fortunately, there was a problem with the pump and the dose had to be remade. The error was discovered with the second preparation. The two pumps are similar size and were placed in the same area of the pharmacy. The tops are different colored which alerted the pharmacist the second time. Medication was not administered to or used by the pt. A second delivery was made to the pt with the correct intermate pump. No pt problem occurred. Pharmacist discovered the error. Suggestions to prevent similar errors: keep products of similar appearance separated when compounding.